Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/31/2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock anchor was stuck during insertion. The surgeon retrieved the anchor and used a new ar-2324bcct to complete the procedure. No fragments were left inside the patient with no patient harm, and no secondary procedure was needed. Additional information received on 8/7/2023: this was discovered during a strengthened ankle ligaments procedure. The anchor got stuck but did not break in the patient. There were no delays in the procedure, and the case was completed successfully.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-2324bcct was received for investigation. The returned devices were visually inspected, and it was noted that the bio/anchor was damaged at the distal end at the tip. The bio/anchor geometry tip is missing. No damaged to other components was identified. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error for applying excessive force during use.